Event description:
It was reported that this atrial lead exhibited pacing impedance measurements less than 200 ohms. The lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).